Event description:
It was reported that the user received an infusion set expired alert and required assistance performing an infusion set change; during the attempt to place an inset infusion set for the first time, the user inadvertently pulled the site off the infusion set twice before successfully deploying the final inset and resuming insulin delivery. There were no reported symptoms. Outcomes included successful completion of the supply change, restoration of insulin delivery, and shipment of replacement infusion sets. Investigation included remote troubleshooting and education on proper infusion set deployment. Investigation of this case revealed user handling error during infusion set deployment, which was resolved through guided technique and replacement supplies. It was concluded, based on previously established findings for similar reports, that the cause was use error during infusion set application.